Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown / not provided. H6: additional patient code: 1690-abscess and 1932-inflammation. Product has been received by zimvie and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient developed parulis with drainage adjacent to the buccal alveolus surface of the implant at tooth site #12. In addition, bone loss was noted mid-implant at the buccal and at the apex with erosion into the sinus. The implant was removed due to sinus perforation, infection and bone loss. Symptoms as a result of the event: abscess and inflammation.